Event description:
Discrepant low myoglobin. Customer reporting an e.r. Pt was first tested on siemens analyzer upon admission and received a myo greater than 10,000. The diagnosis is rhabdomyolysis. During follow-up tests, triage cardiac was used and the result was myo 27. No additional info was provided.

Manufacturer narrative:
Investigation pending.